Event description:
Within a clinical study (B)(4) conducted by clinical research europe, a revision case happened to patient 01 020 mlf was reported by the study site. The revision took part in another hospital. Therefore more details of the case or reason for revision is not known.

Manufacturer narrative:
Additional devices listed in this report: cat # 80-4408r, lot # mhell2, description: scorpio nrg cr femoral component right #8, cat # 7115-0007, lot # mhlanm, description: series 7000 standard tibia. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation.